Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele. Rectocele, and enterocele. Following insertion the patient experienced pain, erosion, urinary/bowel problems, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2012 underwent exam under anesthesia, excision of transobtuator mesh, excision of posterior mesh, cystourethroscopy and anterior/posterior repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.